Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that the drive support cap is detached. Customer's blood glucose was 18 mmol/l. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to loose protruded drive support disk. Unable to test for a33 alarm due to motor error alarm. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and broken belt clip slot.